Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. The pump was unable to prime due to a faulty force sensor. No motor error alarms were noted. Unable to test for the excessive no delivery alarms due to the prime anomaly. The motor passed the motor test. The pump also had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose and received motor error alarms. The customer's blood glucose was 235 mg/dl at the time of incident. The customer stated that he seemed that the insulin pump was not delivering insulin. The customer stated that he hardly ate but his blood glucose did not go down. The customer stated he did a set change but his blood glucose did not go down. The customer stated that he seemed that the bolus was not able to bring his blood glucose down and had to take manual injections. The customer stated that his wife was unable to troubleshoot at the time of call and just want a replacement. The customer was advised that the insulin pump will need to be replaced. The customer was also advised that they would need to check his settings if he would have the same issues will recur. The insulin pump will be returned for analysis.